Event description:
It was reported that during a da vinci s myomectomy procedure the half of the tip on the permanent cautery hook instrument broke off and fell into the patient's abdomen. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the initial reporter, the broken piece was successfully retrieved from the patient.